Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing tear. The tear was between the reservoir and the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. Separation, surrounded by abrasion, were noted on both exhaust tubes of the pump. These are sites of leakage. A separation was noted on the inlet tube of the pump near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate both exhaust tubes of the pump. In addition, the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the inlet tube of the pump. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.